Manufacturer narrative:
Findings: pump passed displacement test, prime/aa33 test and excessive no delivery test. No excessive no delivery alarm. Unit received with cracked lcd window. Pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received with cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received multiple no delivery alarms from the insulin pump, and there was a crack on its screen. The customer was unable to complete troubleshooting as they had already changed the set. The device was replaced due to the crack on the screen. The customer's reported blood glucose value was 18.9 mmol/l. No further information was provided.